Event description:
Caller alleged that the following results were obtained on a patient within 1 minute: 24 mg/dl (inform meter) and 219 mg/dl (lab). No adverse event was reported in relation to this comparison. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.